Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory detailed analysis noted all set screws were loose and functioning normally. All four set screw capture washers are volcanoed up indicating that there was a force exerted upon them in the counter clockwise direction. The hex holes in the rv- and the ra- set screws are rounded out at the top, indicating a wrench was not fully seated into the hex hole of the set screw prior to turning. Evidence is suggestive that the difficulty in lead removal may have been a result of the use of incorrect torque wrenches. It is concluded that the damage to the device was induced. No further analysis will be performed.

Event description:
Boston scientific received information that during the normal battery changeout procedure of this pacemaker there was difficulty experienced when removing the leads from the header. The seal plugs were removed and mineral oil was used. The leads were then able to be successfully removed. No adverse patient effects were reported. This patient is pacemaker dependent.